Manufacturer narrative:
The investigation for the positioning issue has been completed. The clinical details confirmed that the pump was out of position. The root cause of the positioning issue was unable to be determined as no product was returned and limited clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a positioning issue involving an implanted impella cp pump during patient support. It was noted via echocardiogram that the pump was deep and directed towards the mitral valve. The pigtail appeared to be behind the papillary muscle or cardiac structure. As a result, the decision was made to escalate to an impella 5.5. The patient survived the explant.